Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient who underwent breast augmentation revision with a mentor smooth round spectrum 225cc saline prosthesis experienced deflation on the left breast prosthesis post procedure. At the time of this report, mentor has received no information regarding explantation or expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The suspect medical device was explanted from the patient on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/09/2019, mentor completed the investigation on the suspect medical device. During evaluation of the sample, a crease was observed on the posterior view. Within the crease, a rupture was noted in the anterior aspect, measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/20/2019, mentor received additional information about the event. The patient¿s explanted device was replaced with a mentor smooth round spectrum 225cc saline breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/09/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).